Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing lead impedance measurements. Additional information was received that the cause was not determined and the physician will continue to monitor. At this time, the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.